Manufacturer narrative:
Initial reporter occupation: lead sterile processing technician. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The image was flickering as a result of a faulty cable unit. This component will require replacing. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the image on the hd camera head was flickering during a procedure. According to the initial reporter, the procedure was completed using another device. Information regarding the patient's overall outcome was requested, but not provided. However, at this time there has been no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately.¿ based on the results of the investigation, it is believed that the reported event was caused by stress applied to the subject device. The image was likely flickering due to a failure of the cable unit. Because the device was shipped in accordance with the DHR, it is believed that the cable unit failure was a result of stressful handling of the device. Olympus will continue to monitor the field performance of this device.